Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 8:30 p.m., the day before contacting lfs. The patient claimed obtaining a blood glucose reading of ¿197 mg/dl¿ on the subject meter which he felt was high compared to his feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with a combination of medications (lantus silver star pen, 60 units and janumet, 50-1000 mg) and claimed that in response to the alleged issue, he administered a ¿full shot¿ of insulin. The patient reported that approximately 3 and a half hours after the alleged issue began, at around 12-12:30 a.m., on (B)(6) 2016, he ¿woke up in a sweat, shaking and feverish¿. The patient advised that he then tested his blood glucose with the subject meter and claimed obtaining a blood glucose reading of ¿43 mg/dl¿. The patient reported that his wife then gave him 6 hershey kiss chocolate drops and 12oz of milk to treat his symptoms and that at about 1-1:30 a.m., he re-tested his blood glucose with the subject meter, obtaining a result of ¿115 mg/dl¿. The patient further advised that he tested his blood glucose the morning he contacted lfs (unspecified time) and claimed obtaining a reading of ¿325 mg/dl¿ which he felt was high compared to his feelings and/or normal readings. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open past their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.